Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an unspecified cartridge alarm. Subsequently, the pump shut off. The customer's blood glucose level was 153 mg/dl. The customer connected the pump to a power source to charge and the pump turned on. Subsequently, the customer received a power source alert and the battery charge was noted to be fluctuating. Multiple attempts were made by tandem technical support to complete troubleshooting with the customer, however no response was received.